Manufacturer narrative:
Device passed the displacement test and self test. No unexpected pump error 53 or pump error 4 alarms noted during testing however, the formatted history file confirmed pump error 53 and pump error 4 alarms. Problem isolated to the electronic assembly as per global logic analysis. No pump error 18 alarm noted during testing and was not found in the pump traces. Device received with scratched case. Device received with pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear and able to rewound the insulin pump. Fill cannula into the air to determine delivery was successful but customer was unable to complete it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.